Event description:
It was reported that pump touchscreen was cracked and shattered after customer played a sport, and pump screen became unresponsive so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged shipment of replacement pump.